Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure to treat stricture of the esophagus performed on (B)(6) 2025. During the procedure, when they attempted to inflate the balloon, the balloon did not fill with liquid but instead was leaking outside of the device into the patient's esophagus. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.